Event description:
As reported by our edwards lifesciences affiliate in spain, regarding a case of an implant of a sapien 3 ultra resilia valve in aortic position by right transfemoral approach, during the procedure, it was noted some tension when the delivery system was reaching the tip of esheath+. The valve was implanted in the intended position. The delivery system was removed through the esheath+ without issues. Upon devices withdrawal, the distal tip of the esheath+ was observed torn. The patient was noted as to be in a stable condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. Distal top torn was confirmed, based on the evaluation of the provided imagery. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angles (patient had presence of calcification and tortuosity at the access vessels, also the sheath was inserted at a steep angle) - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.